Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an eye lid procedure in (B)(6) 2021 and suture was used. During the procedure, the needle broke off and could not be found. After 30 minutes, it was found inside of the eye socket. No adverse patient consequences were reported. No additional information was provided.